Event description:
It was reported that during procedure pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. The device was prepared normally and inserted over the wire after transeptal. Dilator went out during aspiration and farawave nav catheter was inserted. While aspirating, the physician kept seeing bubbles at the side port. Took out the catheter and aspirated again, still noted small bubbles. There was visible air in the tube before the sheath. New faradrive used and the procedure continued without problems. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.